Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a coma and a decreased heart rate. It was reported that the implantable pulse generator (ipg) exhibited pacing issues. The ipg was reprogrammed; remains in use. No further patient complications have been reported as a result of this event.